Event description:
There was a leak from the valve of two flexcath steerable sheaths of the same lot. There was no patient injury.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The two returned devices were tested and both passed the inspection as per specification. The visual inspection showed that the shaft was intact with no apparent issues for both devices. The reported leak could not be reproduced for both devices. Many aspiration / flushes were performed without having air bubbles or leaks. The hemostatic valve was leak tight for both sheaths. Although the reported issue could not be reproduced with the flexcath steerable sheaths involved in this event, this is a known issue for this device. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities the potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.